Event description:
New IV tubing was opened and primed this morning. It was found to have a hole in the IV line directly below the first blue part that clips into the top of the infusion pump. Device will be saved.